Event description:
Ous MDR - the pantera leo balloon catheter was selected for pre-dilatation. During inflation the balloon ruptured at 14 atm.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned pantera leo revealed that the balloon has been inflated. Microscopic analysis showed a pinhole about 1 mm distal to the distal xray marker and scratches on the balloon surface nearby the damage site. The review of the production documentation of the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of inprocess and final inspection. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause was determined. The root cause is most likely related to the patients anatomy.